Manufacturer narrative:
B3 date of event was estimated based on aware date as the actual event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The nc emerge mr, ous 4.50mm x 6mm was returned for analysis. Visual and tactile inspection revealed multiple kinks along the hypotube and no damage to the shaft polymer extrusion. Microscopic analysis revealed no issues with the shaft, balloon, makrkerbands, or tip. The balloon was inflated to its rated burst pressure (rbp) of 18 atmospheres with no leaks noted. A vacuum was pulled and the balloon deflated without any issue. The balloon was inflated for three more occasions and on each occasion the balloon inflated to its rbp and maintained pressure with no leaks noted. When the device was inflated to rbp, the balloon length was measured within specification at 6 mm. It is noted that the specified balloon length of 6mm is the distance from the proximal and distal shoulder points (the working channel length of the balloon) and not the entire length of the balloon from the proximal to distal balloon sleeves. The markerband positioning was measured and found to be within specification. The proximal edge of the proximal markerband to the distal edge of the distal markerband measured 6mm in length which is within specification.

Event description:
It was reported that labelling issue occurred. The target lesion was located in the proximal right coronary artery. A 4.50mm x 6mm nc emerge balloon catheter was selected for use. However, the device does not seem to be as labelled. The balloon seems to be longer than 6mm. The procedure was completed using another nc emerge balloon catheter. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the actual event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a labelling issue occurred. The target lesion was located in the proximal right coronary artery. A 4.50mm x 6mm nc emerge balloon catheter was selected for use. However, during the procedure, the device appeared to be longer than 6mm. The procedure was completed using another nc emerge balloon catheter. There were no patient complications.